Event description:
Blood leak in dialyzer in the dialysate chamber. One of the hollow fibers in the blood chamber of the dialyzer leaked blood into the dialysate chamber. Dialyzer and tubing were discarded without rinsing blood back to patient. This was in the outpatient dialysis unit.